Event description:
A patient reported experiencing frequent alerts about low insulin in the cartridge and had to change it more often than expected. There was no adverse impact to the customer's blood glucose level. Although there was an initial report of possible cartridge leakage, the patient later clarified no leakage occurred but continued to receive minimum fill alerts. The patient was unable to troubleshoot at that time and planned to follow up with technical support later. Subsequent follow-ups were made via email, and the case was closed by cts.